Event description:
It was reported that during a procedure, the device's blade broke off and it is unk if the blade was retrieved. There is no additional contact to obtain info. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.